Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('first 2 days were painful but managed with pain meds.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("low abdomen cramping"), back pain ("low back pain"), fatigue ("tired"), constipation ("constipation"), pelvic discomfort ("pelvic pressure"), rash vesicular ("blistering rash") and mood swings ("mood swings"). The patient was treated with surgery (I'm 18 days post-op). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue and constipation outcome was unknown and the pelvic discomfort, rash vesicular and mood swings was resolving. The reporter considered abdominal pain, back pain, constipation, fatigue, mood swings, pelvic discomfort, pelvic pain and rash vesicular to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('first 2 days were painful but managed with pain meds.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("low abdomen cramping"), back pain ("low back pain"), fatigue ("tired"), constipation ("constipation"), pelvic discomfort ("pelvic pressure"), rash vesicular ("blistering rash") and mood swings ("mood swings"). The patient was treated with surgery (I'm 18 days post-op). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, back pain, fatigue and constipation outcome was unknown and the pelvic discomfort, rash vesicular and mood swings was resolving. The reporter considered abdominal pain lower, back pain, constipation, fatigue, mood swings, pelvic discomfort, pelvic pain and rash vesicular to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.